Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie was not detected on the communication bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie failure. A field service engineer removed cubies, cleaned the contact pins to the cubie tray and reseated all cable connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.